Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)'), uterine perforation ('both device perofrated uterus') and pelvic pain ('pelvic pain/chronic') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain. Concurrent conditions included hepatitis c and generalized anxiety disorder. Concomitant products included alprazolam (xanax)(B)(6) 2014 to (B)(6) 2014 and tramadol(B)(6) 2014 to (B)(6) 2014 for anxiety and depression, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2014 to september 2018 and methadone from 2008 to 2014 for narcotic abuse as well as cefalexin (cephalexin), estradiol from (B)(6) 2014 to (B)(6) 2015, lorazepam, naproxen, norgestimate from (B)(6) 2014 to (B)(6) 2015 and sertraline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: skin rash"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2019, the patient experienced allergy to metals ("diagnosed with nickel allergy/ allergy to nickle and cobalt."). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision probs"), rash papular ("rashes or skin conditions type: red bumps on legs") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic inflammatory disease, uterine perforation, abdominal pain, back pain, rash, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vulvovaginal mycotic infection, migraine, rash papular and depression outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, headache, visual impairment, weight decreased, vaginal haemorrhage, bacterial vaginosis and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge. Discrepancy noted in essure removal date-(B)(6) 2019 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event both device perforated uterus, depression and reporter information was added. Fu 5,6,7,8,9 processed together. On 23-mar-2020: social media content received: new reporter was added. On 20-apr-2020: extension of expected date of next report. On 23-mar-2020: social media content received. Reporter's information added. On 23-mar-2020: social media content received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)'), uterine perforation ('both device perofrated uterus') and pelvic pain ('pelvic pain/chronic') in a 29-year-old female patient who had essure (batch no. C18709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, premenstrual dysphoric disorder, menstruation abnormal, nickel sensitivity, rash, musculoskeletal pain and joint pain. Concurrent conditions included hepatitis c and generalized anxiety disorder. Concomitant products included alprazolam (xanax) (B)(6) 2014 to (B)(6) 2014 and tramadol (B)(6) 2014 to (B)(6) 2014 for anxiety and depression, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2014 to (B)(6) 2018 and methadone from 2008 to 2014 for narcotic abuse as well as cefalexin (cephalexin), drospirenone;ethinylestradiol (drospirenone and ethinyl estradiol), estradiol from (B)(6) 2014 to (B)(6) 2015, lorazepam, naproxen, norgestimate from (B)(6) 2014 to (B)(6) 2015 and sertraline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: skin rash"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2019, the patient experienced allergy to metals ("diagnosed with nickel allergy/ allergy to nickle and cobalt."). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision probs"), rash papular ("rashes or skin conditions type: red bumps on legs") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic inflammatory disease, uterine perforation, abdominal pain, back pain, rash, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vulvovaginal mycotic infection, migraine, rash papular and depression outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, fatigue, alopecia, hormone level abnormal, headache, visual impairment, weight decreased, vaginal haemorrhage, bacterial vaginosis and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge. Discrepancy noted in essure removal date-(B)(6) 2019 and (B)(6) 2019. Discrepancy noted in essure insertion date: (B)(6) 2015 (as per mr). Trailing coils: left: 4 coils, right: 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion.. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, depression. Lot number: c18709. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received. Reporter information, patient medical history, lot number, concomitant medications, rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)'), uterine perforation ('both device perofrated uterus') and pelvic pain ('pelvic pain/chronic') in a 29-year-old female patient who had essure (batch no. C18709) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain, premenstrual dysphoric disorder, menstruation abnormal, nickel sensitivity, rash, musculoskeletal pain and joint pain. Concurrent conditions included hepatitis c and generalized anxiety disorder. Concomitant products included alprazolam (xanax) (B)(6) 2014 to (B)(6) 2014 and tramadol (B)(6) 2014 to (B)(6) 2014 for anxiety and depression, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2014 to (B)(6) 2018 and methadone from 2008 to 2014 for narcotic abuse as well as cefalexin (cephalexin), drospirenone;ethinylestradiol (drospirenone and ethinyl estradiol), estradiol from (B)(6) 2014 to (B)(6) 2015, lorazepam, naproxen, norgestimate from (B)(6) 2014 to (B)(6) 2015 and sertraline. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: skin rash"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy period") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In july 2019, the patient experienced allergy to metals ("diagnosed with nickel allergy/ allergy to nickle and cobalt."). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision probs"), rash papular ("rashes or skin conditions type: red bumps on legs") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) (B)(6) 2019 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic inflammatory disease, uterine perforation, abdominal pain, back pain, rash, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vulvovaginal mycotic infection, migraine, rash papular and depression outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, fatigue, alopecia, hormone level abnormal, headache, visual impairment, weight decreased, vaginal haemorrhage, bacterial vaginosis and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge. Discrepancy noted in essure removal date-(B)(6) 2019 and (B)(6) 2019. Discrepancy noted in essure insertion date: (B)(6) 2015 (as per mr). Trailing coils: left: 4 coils, right: 3-4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion.. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, depression. Lot number: c18709 production date 2014-01-28 expiration date 2017-01-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), allergy to metals ("diagnosed with nickel allergy"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and visual impairment ("vision probs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the fatigue, alopecia, hormone level abnormal, headache, visual impairment and weight decreased had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events pelvic pain, chronic, dysmennorhea (as written) (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, diagnosed with nickel allergy, psych injury related to essure, urinary probs, bladder infect., uti, vag. Infect, vag. Discharge, fatigue, hair loss, hormonal changes, headaches, vision probs and weight loss were added. Essure indication, removal date and insertion date were added. Patient date of birth was added. Consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)') and pelvic pain ('pelvic pain/chronic') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain. Concurrent conditions included hepatitis c and generalized anxiety disorder. Concomitant products included alprazolam (xanax) (B)(6) 2014 and tramadol (B)(6) 2014 for anxiety and depression, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2014 to september 2018 and methadone from 2008 to 2014 for narcotic abuse as well as cefalexin (cephalexin), estradiol from (B)(6) 2014 to (B)(6) 2015, lorazepam, naproxen, norgestimate from (B)(6) 2014 to (B)(6) 2015 and sertraline. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: skin rash"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In july 2019, the patient experienced allergy to metals ("diagnosed with nickel allergy/ allergy to nickle and cobalt."). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision probs") and rash papular ("rashes or skin conditions type: red bumps on legs") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) 7/31/19 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic inflammatory disease, abdominal pain, back pain, rash, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vulvovaginal mycotic infection, migraine and rash papular outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, headache, visual impairment, weight decreased, vaginal haemorrhage, bacterial vaginosis and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, rash papular, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge.discrepancy noted in essure removal date-(B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available):hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion.imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion.. Quality-safety evaluation of ptc:unable to confirm complaint.most recent follow-up information incorporated above includes:on 26-dec-2019: plaintiff fact sheet was received. Event added from pfs- abnormal bleeding (vaginal) device expulsion, bacterial vaginosis, yeast infection, pelvic inflammatory disease, migraine headache, brain fog, red bumps on legs. Previously reported event- rash/skin condition updated to event- skin rash. Reporter information, medical history, concomitant drug, events onset date, lab data were added. Events outcomes, essure removal date were updated.based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease (pid)'), uterine perforation ('both device perforated uterus') and pelvic pain ('pelvic pain/chronic') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee pain. Concurrent conditions included hepatitis c and generalized anxiety disorder. Concomitant products included alprazolam (xanax) (B)(6) 2014 to (B)(6) 2014 and tramadol (B)(6) 2014 to (B)(6) 2014 for anxiety and depression, buprenorphine hydrochloride;naloxone hydrochloride (suboxone) since 2014 to (B)(6) 2018 and methadone from 2008 to 2014 for narcotic abuse as well as cefalexin (cephalexin), estradiol from (B)(6) 2014 to (B)(6) 2015, lorazepam, naproxen, norgestimate from (B)(6) 2014 to (B)(6) 2015 and sertraline. In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast ") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced rash ("rash/skin condition/ rashes or skin conditions type: skin rash"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy period") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog"). In (B)(6) 2019, the patient experienced allergy to metals ("diagnosed with nickel allergy/ allergy to nickle and cobalt."). On (B)(6) 2019, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmennorhea (as written) (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure"), urinary tract disorder ("urinary probs"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision probs"), rash papular ("rashes or skin conditions type: red bumps on legs") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full) 7/31/19 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic inflammatory disease, uterine perforation, abdominal pain, back pain, rash, allergy to metals, psychological trauma, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vulvovaginal mycotic infection, migraine, rash papular and depression outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, menorrhagia, fatigue, alopecia, hormone level abnormal, headache, visual impairment, weight decreased, vaginal hemorrhage, bacterial vaginosis and feeling abnormal had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hormone level abnormal, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, psychological trauma, rash, rash papular, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal hemorrhage, vaginal infection, visual impairment, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: received treatment for allergy- rash/skin condition, nickel allergy, psych injury related to essure, urinary probs., bladder infect., uti, vag. Infect., vag. Discharge. Discrepancy noted in essure removal date-(B)(6) 2019 and (B)(6) 2019. (B)(6) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) conducted (unspecified)- bilateral occlusion. Concerning the injuries reported in this case, the following one were reported via social media: uterine perforation, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.